Event description:
It was reported that the ventilator generated technical error codes indicating power error. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error. During troubleshooting the service engineer eliminated eliminated several causes by successfully testing suspicious printed circuit boards (pcb) in another ventilator. However, the customer decided not to repair the ventilator and scrapped it. The evaluation of received device logs confirms a the reported technical error codes immediately after ventilation start on the date of event. A pre-use check passed afterwards but the technical errors reappeared later during tests. An internal power error may lead to stop of ventilation. Since the ventilator was scrapped and no faulty part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).